Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused lung cancer, dry mouth, nasal/throat irritation and soreness and nose bleeds. . The patient did receive medical intervention and reported to have a stent placed. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging a bipap device's sound abatement foam became degraded and caused lung cancer, dry mouth, nasal/throat irritation and soreness and nose bleeds. The patient did receive medical intervention and reported to have a stent placed. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 1 instances of reboot error e-4. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.